Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen became cracked and unresponsive when the customer fell while playing basketball. There was no impact to the customer¿s blood glucose level due to the reported issue. Reportedly, the customer reverted to manual injections for insulin therapy.